Manufacturer narrative:
The architect system operations manual (90977-105-june, 2005), section 8: hazards; subsection; chemical hazards, advises the operator: "you may be exposed to hazardous chemicals when handling reagents, calibrators, controls, bulk solutions, or onboard solutions. Your exposure to hazardous chemicals is minimized by following instructions provided in the assay-specific documentation (such as a package insert or assay application sheet) and on product-specific labels, and on product-specific msds (material safety data sheets)." The manual also advises the operator to observe precautions when handling hazardous chemicals. This includes to consult msds for safe use instructions and precautions and avoid contact with skin and eyes. If contact with material is anticipated, wear impervious gloves, protective eye wear, and clothing. The msds for architect concentrated wash buffer lists the health risk for this product as minimal if used as directed. The user is directed to practice general safety precautions when handling, and lists exposure controls and personal protection measures, including wearing safety glasses or other protective eyewear. There was no further contact from the customer regarding this incident indicating that the customer understood the msds information, instructions for further handling of the architect concentrated wash buffer, and the importance of wearing proper personal protective equipment. This is the final report.

Event description:
An abbott field service engineer reported that while a technician was manually preparing was buffer for the architect i2000sr analyzer, some of the wash buffer concentrate splashed into the technician's eye causing irritation. The technician was not wearing eye protection at the time. She attempted to flush the buffer from her eye, but the irritation continued. She was wearing soft contact lenses which may have prevented thorough flushing. The technician went to an eye doctor who examined her eye and stated that three layers of the cornea had been burned. Eye ointment was prescribed. The technician is currently back to work.